Manufacturer narrative:
This report is submitted on january 21, 2019. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections around the implant site, resulting in the decision to remove the abutment.